Manufacturer narrative:
Date of submission (B)(4) 2017 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2017 with the following findings: a review of the device history indicated replace battery alarm; however, no evidence of excessive battery usage was recorded. The battery compartment was cracked at the threads on the side. The battery cap was undamaged and fully secured to the pump; a power loss was not observed. Current draws measured within specifications. The pump case was removed and moisture corrosion was found to the printed circuit board and cgm module. The complaint of short battery life was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.